Event description:
It was reported that an angio-seal was deployed post diagnostic heart catheterization, and everything looked good. Three hours later, the pt attempted to get up and felt a "pop" in the groin. There was bleeding at the puncture site and a hematoma developed. This delayed the pt from leaving that same day. The pt was discharged the following day and was reported as good.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. A radiographic paper print was received with the incident. The image had no identification or right or left markers on the image. A date was seen on the image of 2007. The image represents a femoral artery angiogram shown on a monitor screen. Contrast was visible from the femoral artery branching off into the superficial femoral artery and the profunda femoris artery. Very little contrast was seen past the bifurcation of these two arteries. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.